Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient presented with recurrent disk herniation at l4-5. The patient underwent the following procedures: posterior lumbar interbody fusion, l4-5. Posterolateral fusion, l4-5. Hemi-laminectomy, discectomy, foraminotomies, l4-5. Internal fixation using a plate. Allograft for fusion. Autograft for fusion. Continuous neuro-electro-physiologic monitoring during the entire case. As per-op notes, ¿ 11x12 cage filled with rhbmp-2 and bone graft was inserted in the interspace on the left side. Same was done on the opposite side¿ the patient tolerated the procedure well and went to the recovery room in satisfactory condition. On (B)(6) 2012 the patient underwent a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.